Event description:
It was reported that while using the surgical fiber during a procedure, "there was an issue with a sure flex 200 lithotripsy fibre and it has reportedly burnt the user." The anatomical location and/or extent of the burn to the user is unknown. It is unknown how the procedure was completed. Patient outcome: no injury to the patient reported. There was no further information reported.